Manufacturer narrative:
Site confirmed there was no patient injury involved. During evaluation of the device, it was observed that the cavity shutter was broken and not blocking the output. During ready mode, beam would come out of the device's arm. To resolve the issue, technician replaced the shutter and cleaned the scanner optic. Although there was no patient injury related, this event is reportable due to the accidental radiation occurrence (aro).

Event description:
It was reported that an unintended radiation occurrence occurred and burned the physician's sweater while using smartxide2.